Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and on the returned device data. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The available device data were thoroughly analyzed and were able to confirm the clinical observation. The battery voltage dropped faster than expected, and the battery status eri has already been reached. However, the power consumption is normal and as expected. The cause for the rapid drop in battery voltage could not be determined based on the available data and would require an analysis of the device. As soon as more information is available or the device is returned for analysis, the incident will be updated.

Event description:
Ous MDR - after an implantation time of about 60 months, it was reported that the ICD was in eri during the follow-up on (B)(6) 2018. The device is still implanted.

Manufacturer narrative:
It was reported that this device was explanted on (B)(6) 2019. The correct analysis results are now attached. The leads were not returned. The analysis is therefore based on the examination of the provided ICD, as well as on the analysis of the production documents of the devices. First, the manufacturing process of these devices was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In a first analysis step, the icds capability to provide therapy was tested. The antibradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD then underwent a status interrogation, and the device memory was analyzed. The analysis showed that the battery voltage temporarily dropped below the eri threshold. This led to the eri detection. In addition, there was a discrepancy between the drawn charge and the measured battery voltage. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The power consumption of the electronic module was measured and was as expected. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, the battery was still sufficiently charged. However, a performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge. However, based on the battery status, remaining capacity for at least the specified time from eri to eos was still ensured, in order to ensure proper therapy functionality. In summary, the ICD had been implanted for 61 months. Per analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without limitations throughout the implantation time.

Manufacturer narrative:
It was reported that this device was explanted on (B)(6) 2019.